Manufacturer narrative:
Additional information received: the panta nail was implanted on (B)(6) 2019. In (B)(6) 2021 an x-ray examination showed that everything was in place, and on (B)(6) 2021, the patient presented with ankle pain for the last 10 days. The panta nail was removed on (B)(6) 2021. There was no history of a fall, or any other precipitating event that could lead to the broken device.

Event description:
N/a.

Manufacturer narrative:
The product has been received at the lyon site for evaluation and so the complaint is confirmed. A visual inspection at receipt confirmed the breakage of the nail at the level of one of the calcaneal hole. In addition to the nail, the associated screws have been returned also: 1 screw p/n 501025nd lot fspe, 1 screw p/n 501027nd lot fsd1, 1 screw p/n 511070nd lot fqe4, 1 screw p/n 511075nd lot fqqx. A review of the manufacturing records for those additional lots have been done and no anomaly is found. Inspection of the devices were done according to the inspection sheets and all the results are in compliance with requirements (except for the breakage of the nail). The following investigative actions were performed: complaint history review: the complaint history review identify no previous similar reported event for this device and none for the same product lot. No adverse trend was identified. Future complaints for this failure mode will continue to be monitored and investigated as required. Risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. DHR/batch record review: identified no issues or manufacturing abnormalities which could have caused or contributed to the reported event. This review determined that the devices met manufacturing specifications upon release for distribution. CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. Medical investigation monitoring board (mimb) review: per mimb, a medical investigation was required. Its conclusion is : "based on insufficient information, a thorough clinical assessment cannot be performed at this time. The patient impact beyond the reported events of the pain and the revision surgery, could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated." The complaint alleges no injury to the patient. According to risk management documentation for the panta nail, application of excessive mechanical forces is identified as failure mode which could result in breakage of the nail. Based on this investigation, the need for corrective action is not indicated as no non-conformances or product deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required. This investigation can be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a panta nail device broke above the proximal screw of the calcaneum, and there is also a tibia fracture. It is unknown if the patient suffered any trauma. The patient is a (B)(6) male patient with a history of rheumatoid arthritis. In 2019, a tcc-fusion was performed as a revision for a total ankle replacement. No additional information has been received after several attempts.